Event description:
Per the clinic, the patient experienced a magnet dislodgement due to a head impact (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 19, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent magnet replacement surgery on (B)(6) 2022, under general anaesthetic. This report is submitted on september 19, 2022.